Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometriosis ('endometriosis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines/headaches"), 3 years 10 months after insertion and 4 months 5 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), facial paralysis ("bell¿s palsy"), dysmenorrhoea ("dysmenorrhea (cramping)"), corneal dystrophy ("fuchs dystrophy"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy - tubal to remove essure and in (B)(6) 2016 underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometriosis, anxiety, bladder disorder, urinary tract disorder, migraine, facial paralysis, dysmenorrhoea, corneal dystrophy, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, corneal dystrophy, dysmenorrhoea, endometriosis, facial paralysis, fatigue, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: everything went well with no complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs and mr received : previously reported event "injury to herself" updated to "anxiety", events- "bladder problems, urinary problems, migraines/headaches, endometriosis, bell¿s palsy, dysmenorrhea (cramping), fuchs dystrophy, fatigue, weight gain, pelvic pain, abdominal pain", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.